Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer's blood glucose (bg) was above 600 mg/dl, but exact value was not provided. Customer also reported high ketones. Manual insulin injections were used to address elevated bg. Customer reverted to manual injections for insulin therapy. The occlusion alarms were addressed by changing supplies or clearing the alarms.